Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. Please note, the exact event date was not reported. The day of (B)(6) and year 2021 were reported but not the event month. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring pericardiocentesis. The doctor noted a small amount of fluid in the pericardium pre-ablation procedure. Post procedure, the patient's blood pressure dropped to 90/60 in recovery. A pericardiocentesis was performed. The patient was reported to be stable. Additional information received indicates the pericardial effusion was a pre-existing condition prior to the use of any bw products, however, the patient needed a drain post procedure. It is likely the heparin given during the procedure could have made the effusion worse.